Event description:
It was reported that the patient was hospitalized due to viral spinal meningitis, and it was unknown what cause it. No further information has been obtained despite good faith efforts. Additional information was received that the patient was experiencing tremors, muscle spasms, and is off balance. No device malfunction was suspected. It was believed that the spinal meningitis was not device related. Additional information was received that the patient is currently doing well.

Event description:
It was reported that the patient was hospitalized due to viral spinal meningitis, and it was unknown what cause it. No further information has been obtained despite good faith efforts. Additional information was received that the patient was experiencing tremors, muscle spasms, and is off balance. No device malfunction was suspected. It was believed that the spinal meningitis was not device related.

Event description:
It was reported that the patient was hospitalized due to viral spinal meningitis, and it was unknown what cause it. No further information has been obtained despite good faith efforts.